Event description:
Boston scientific received information that during a routine clinic follow-up visit conducted by the physician, this patient previously experienced syncope due to inhibition of pacing. An associated device report indicated a diverted therapy episode, with noise on the right ventricular (rv) channel, and asystole (i.e. Flat line) on the shock channel. Values for the pacing and shock impedance measurements were within normal range. Noise was not reproducible when appropriately tested. The system remains implanted, but the physician will plan to replace the cardiac resynchronization therapy defibrillator (crt-d) as it is nearing end of life. Approximately one week later, the physician surgically abandoned and replaced the chronic lead and explanted the device. The device was discarded at the hospital and will not be returned. New products were successfully implanted; the device of a non-boston scientific product. No additional adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.